Event description:
On (B)(4) 2012, customer reported that 2 cartridges of alanine aminotransferase (alt) reagent were leaking upon arrival and appeared to have a defect along the bottom seam of the cartridge. No exposure or injuries were reported and no erroneous patient results were generated. It was decided that an MDR should be filed because the reagent contains material of animal origin that is potentially infectious, and upon recur, exposure could result in serious injury.

Manufacturer narrative:
(B)(4).